Event description:
It was reported that the patient presented for an implant procedure. During the procedure, the lead exhibited noise over sensing and failure to sense. The lead was ultimately not used, and a new one was implanted. No patient consequences were reported.

Manufacturer narrative:
The reported events of failure to sense and noise were not confirmed. A complete lead was returned in one piece. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray examinations of the lead found no anomalies.